Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The carrier board/com express board was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and mechanical ventilation was not functional. There was no reported patient injury.